Event description:
The st. Jude medical rep reported that the pt passed away and the funeral home requested that the device be deactivated. Upon interrogation, an error message appeared, "reposition the head". The rep noted that the pt received external cardiioversion therapy via automatic external defibrillator (AED),and that the AED pads were placed on the pt without regard to the ICD. The device was explanted and was returned for evaluation.